Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia procedure, while tacking the mesh, the device misfired. It was reported that the tacks were not fully deploying into the mesh/tissue and they were getting stuck in the cartridge. Another device was used to complete the case. There was no patient injury.